Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the patient received an occlusion alarm, changed out the pump's cartridge and infusion set and then received another alarm. Patient stated that the first infusion set was kinked. Blood glucose increased over 500mg/dl, so a manual injection was given. Unknown patient's condition at this time. Please reference MDR# 2183502-2016-01400 for associated complaint.